Event description:
It was reported that the customer's insulin pump alarmed an error while he was refilling the reservoir. His blood glucose was 101mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.